Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that the patient had an magnetic resonance imaging (MRI) yesterday at 4:31pm and pump had yet to recover. Technical services had hcp reinterrogate and check logs for motor stall recovery. The hcp stated no recovery was logged. The hcp confirmed patient was asymptomatic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine and baclofen (all unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was that the patient's rep stated the patient had magnetic resonance imaging (MRI) a couple weeks ago then stated a few weeks ago and then stated 2 weeks ago, and the results of the MRI was they needed another MRI but specifically an MRI assisted biopsy. The patient stated when the doctor did the MRI previously, it shut her pump off completely and it was off for 18 hours and there were no alarms. The doctor's office that serviced the pump was very concerned about that and they were all ready to go for the day so it wasn't able to be checked the next day. The patient was concerned as to why the pump did not alarm. About an hour before it came on, it alarmed. It alarmed 3 times, but none during the night and none hours after the MRI. The patient's nurse told them she was concerned that the machine was too strong. The agent documented information reported by the patient and redirected to healthcare provider. The patient stated they usually have an appointment scheduled for the same day for a follow up appointment with their managing physician after an MRI but was unable to this time. The patient mentioned their nurse was back and forth with medtronic and when they went in the next morning to have the pump checked because they had no idea it was turned off. The patient stated thank the lord, they had not gotten in any distress. When she checked the patient, the nurse said, their pump was off. The pump nurse was back and forth phone calls over the period of an hour, she could not get it to come back on. The patient stated the pump did not alarm until after they started trying to get it to come on. The patient stated it finally decided to alarm about an hour prior to her getting back to them in between phone calls between medtronic. The patient confirmed that it had been off for eighteen hours. The patient inquired about MRI compatibility for MRI they had coming up. The agent consulted with pump tech and it was determined the patient's pump was likely in telemetry mode. The agent reviewed inform ation, reviewed MRI compatibility and post-MRI follow up, and redirected caller to follow up with healthcare provider for further discussion.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the pump was in telemetry state after the MRI. When they had called in and spoken with tech support, they were told to wait and recheck/reinterrogate the pump. They did that and then there was a motor stall recovery log at (B)(6) 2024 at 12:40 pm which was the same date and time as their interrogation of the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.